Event description:
Customer reported she wasn't filling well so she checked her blood glucose and it was 54 mg/dl and her sensor was reading 74 mg/dl. Customer passed out and was found by her daughter. Customer stated the device did suspend but it turned right back on. Customer's daughter noticed the device was still administering 13 units of insulin after being suspended. Paramedics were called. Customer stated this was not the first time this event occurred with the device. No further information reported.

Manufacturer narrative:
No data was available from the insulin pump because it was received without a battery installed. No suspend anomaly or bolus anomaly could be verified. The insulin pump was programmed with several boluses and all delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly was noted. The insulin pump was programmed and monitored for two days with no unexpected suspend anomaly or display anomaly. The insulin pump passed the functional tests. A small crack was noted on the reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacture report number 2032227-2014-67908.